Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced during the service call.

Event description:
It was reported that the 9900 system had a communications error and would not boot up. No pt injury was reported.